Event description:
The physician successfully deployed, by direct stenting, a 3.0 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting stent to the left main, proximal l. Anterior descending and proximal circumflex (ref MFR 2953200-2010-02031). A 3.5 mm diameter x 30 mm length endeavor sprint rx was successfully deployed overlapping the previous endeavor sprint rx stent. A 3 mm diameter x 9 mm length endeavor sprint rx (ref MFR 2953200-2010-02033) was also required to be deployed to the distal lcx due to stenosis developing at the distal part of the endeavor sprint rx stent deployed there. Total occlusion and embolism at the peripheral lad were observed at the completion of the procedure. Morphine hydrochloride was injected intravenously due to chest pain remaining post-operatively. Ventricular fibrillation suddenly developed and the patient suffered a cardiopulmonary arrest. (B)(4) and intra-aortic balloon pumping was performed from right femoral artery. Coronary angiography was performed showing a thrombus at the bifurcation of lm and y-stent. This was treated by poba, resulting in the recirculation of blood flow. A percutaneous cardiopulmonary support system (pcps) was inserted due to acute cardiac failure. Five days post-index procedure, the patient experienced lung bleeding. The following day, the patient presented with ventricular tachycardia and fibrillation. Pcps was inserted again. Three days later, patient's death was reported to have occurred. Patient's death was reported to be a non-sudden cardiac death.

Manufacturer narrative:
(B)(4). Evaluation, results: difficult patient lesion morphology; stenting at bifurcation; stent thrombosis/death; pre-dilatation was not completed. Conclusions: difficult patient lesion morphology; stenting at bifurcation.